Manufacturer narrative:
H3: one device was received for evaluation. Service history review identified no indication that the complaint was related to a service of the device within the view period. The customer reported issue was confirmed as the device exhibited the error code when turned on. The possible cause was a defective mainboard. The device was returned to the customer at their request.

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown.  Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed an error lec1660. The event occurred during patient use at the facility. There was patient involvement and no patient harm reported.